Event description:
The user facility reported a 50-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to being escalated from the impella cp to the 5.5. The impella had a high purge pressure alarm after 15 minutes. Impella was inserted and initiated before the cassette could be changed. Eventually, there was a purge pressure blocked alarm. There were low flows that were not resolved with repositioning. The impella was replaced successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation into the reported high purge pressure and low pump flow has been completed since the original report was filed. Impella 5.5 pump and secondary purge cassette were returned for evaluation due to high purge pressure alarms and low pump flow. Upon visual inspection, a clot was found in the outflow cage of the pump. The pump was placed in a bucket of water and primed with purge cassette. A gradual rise in purge pressure was observed while no purge fluid was seen flowing out of the purge gap. Once pump was turned on to p-5, the biomaterial was kicked out of the outflow cage and purge pressure returned to normal values. Pump was then turned to p-9 to test for low flow issues and was found to have slightly saturated values that returned to within range as biomaterial on the impeller was kicked off. The pump with returned purge cassette was run a second time with biomaterial cleared out and no failures were observed when running. The data logs were reviewed and showed that the high purge pressure was triggered while outside of the body before insertion. The high purge pressure alarms are likely due to an issue with the primary purge cassette, however, since the first purge cassette was not returned and the alarms could not be reproduced, the root cause cannot be determined. The root cause of the low pump flow was likely due to biomaterial build up at the impeller and purge gap.